Manufacturer narrative:
Findings: unit received with cracked case at display window corners and battery tube threads. Unit received with severely scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump has scratches on the screen and is hard to read. Customer's blood glucose levels were not included in the report. Nothing further was reported.